Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported getting por message on their handset the day before yesterday ((B)(6)2024). Patient stated on (B)(6)2024 they had back surgery and the incision for the surgery was very close to the incision for the ins. Patient stated they had normal post-op back pain, but also noticed severe pain at the implant site that has caused the patient to barely be able to move their leg. Suggested patient reach back out to hcp and request follow-up appointment for device evaluation. Agent emailed patient list of managing hcp's since they said they would like to eventually see someone closer to them.